Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt reported he is no longer receiving stimulation and is unable to charge his ipg. A replacement charging system was sent to the pt, but did not resolve the issue. The sjm representative provided troubleshooting to the pt, but the issue persists. The pt was advised to consult with his physician as the next course of action.